Event description:
The reporter indicated that the intended rate was 150 ml/hr, however, the pump delivered 46 ml in 30 min.

Manufacturer narrative:
The testing and investigation results indicate the complaint of under delivery was confirmed, due to a stuttering motor.